Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level read as "high," though no specific value was provided. At the time of the report, the customer had not addressed bg level. Reportedly, the customer continued to use the pump for insulin therapy.